Event description:
The account alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The technician found the brake padding worn away. The technician replaced the brake caster assembly to resolve the issue.